Manufacturer narrative:
Concomitant products: 250ml excel container lot # j6d144n, exp. 10/18, heparin sodium 25,000 usp units per 250ml (100 usp units per ml) in 5% dextrose injection; therapy date (B)(6) 2016. The customer's report of a heparin overinfusion was not confirmed. The pcu event log shows that at 8:29 am on (B)(6) 2016 the device was programmed to infuse heparin pt wt > 100kg weight based dosing 25000unit/250ml at 16.3ml/hr. During the infusion the device alarmed several times for flo stop open but the door was then closed immediately after each alarm. At 9:14 am the device alarmed for air in line, and was channeled off 1 minute later. After brief restoration of the previous infusion, at 9:21 am the device was removed from the system. The volume recorded as being infused during this period was 11.109ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that an infusion of heparin 25,000 units/250 ml d5w with an intended rate of 16.33ml/hr (15 units/kg /hour) was expected to infuse over approximately one day but finished in 45 minutes. The patient's ptt was greater than 200, and protamine 100 mg IV was given prior to transporting the patient to the cardiac catheter lab. No other patient effects were reported as a result of the event.